Event description:
It was reported that the bd alaris extension set was air bubbles / air in line. The following information was provided by the initial reporter: rn at bedside providing cares to patient. Rn noticed more than 3 air bubbles in the heparin tubing connected to the white lumen of the patient's 2.6 fr PICC. Rn disconnected the IV tubing from the patient, ordered new heparin from pharmacy and prepared new tubing for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.